Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Otp exemption number e2014015. Total number of events summarized - 2. Exair anterior - 2 - attachment: [otp dec jan 2016-17 .zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated recurrent prolapse, incomplete emptying, vaginal pain.